Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the patient cable of the mobile power unit (mpu) could not be confirmed through this analysis. The mpu was not returned for analysis, and no photos were submitted of the device. The submitted controller event log file contained data from 30mar2026 and did not capture any notable events or alarms. The system appeared to operate as intended. It was reported that there was a suspected cable break in the mobile power unit's (mpu) main unit. A root cause for the reported event could not be conclusively determined through this analysis. The relevant sections of the device history records for the mobile power unit, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, rev. And heartmate 3 patient handbook, rev. C are currently available. The IFU section 8, entitled ¿equipment storage and care¿ and the patient handbook section 6, entitled ¿caring for equipment¿ explain how to properly care for the equipment, including the mpu patient cable. The patient handbook section 6, entitled "caring for the equipment" describes how to clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was a suspected cable break in the mobile power unit's (mpu) main unit. A replacement was requested. A log file analysis was requested due to the cable break which captured no notable alarms or events.